Manufacturer narrative:
Concomitant medical products: 383069 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within one day post-implant, the atrial lead was noted to be dislodged. On x-ray, the lead position appeared ok, but pacing thresholds were unacceptable, with loss of capture and high thresholds. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.